Manufacturer narrative:
Additional product: code ktt. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a hardware removal was performed due to nonunion. The surgeon removed all tfna parts and replaced with zimmer nail. Other interventions required removal surgery, revision, ria on the contralateral femur for a bone graft. Less than desirable outcome nonunion and delayed healing. The original date of implantation was on (B)(6) 2020. There was no surgical delay reported. The procedure was successfully completed. Patient status outcome tfna removed. This complaint involves four (4) devices. This report is for (1) tfna fenestrated screw 95mm. This is report 2 of 3 (B)(4).